Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The product was returned for investigation. Per the provided clinical information, the root cause of the aic - purge disc/flag issues was a broken purge pressure sensor retainer. The failure mode will be monitored and trended.

Event description:
The user facility reported a 73-year-old male was on impella support for percutaneous cardiac insertion. During setup of the device, the automated impella controller (aic) failed as a purge disk holder was found to be broken. The team followed the instructions for use and a backup aic was used. The backup did not have the same failure. There was no patient harm.

Manufacturer narrative:
The device has been received for investigation and repair. A supplemental MDR will be submitted when the investigation is complete.